Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. High, out of range, pacing impedance was noted on the right ventricular (rv) lead. No intervention was performed and the device remains implanted. No patient consequences were reported and the patient will continued to be monitored.

Manufacturer narrative:
Report type updated to serious injury.

Event description:
New information received states that the right ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.